Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded oversensed noise in the right atrial (ra) and the right ventricular (rv) channels when the leads were placed in the header during implant. Technical services (ts) reviewed the data. This ICD remains in service. No adverse patient effects were reported.